Event description:
Device 5 of 5. Reference MFR report: 1627487-2019-03087. Reference MFR report: 1627487-2019-03088. Reference MFR report: 1627487-2019-03089. Reference MFR report: 1627487-2019-03090.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 5 of 5: reference MFR report: 1627487-2019-03087. Reference MFR report: 1627487-2019-03088. Reference MFR report: 1627487-2019-03089. Reference MFR report: 1627487-2019-03090. It was reported the patient experienced ineffective therapy. On (B)(6) 2019 high impedance was observed on the left lead. Physician suspected poor connection between the extension and ipg. In turn, surgical intervention was undertaken on (B)(6) 2019 where in the extension was reconnected into the ipg. During intra-op impedance check revealed high on two contacts and other contacts confirmed normal impedances. Hence, the procedure was completed. However, low impedance was observed later and the patient continues to experience ineffective therapy post operatively.

Manufacturer narrative:
Concomitant medical product(s): it was inadvertently reported in the initial report both the concomitant extensions were same model 6372. The correct model numbers are 6372 and 6371.

Event description:
Device 5 of 5. Reference MFR report: 1627487-2019-03087; reference MFR report: 1627487-2019-03088; reference MFR report: 1627487-2019-03089; reference MFR report: 1627487-2019-03090. Follow-up information indicated that the patient underwent surgical intervention on (B)(6) 2019 wherein the two extensions and ipg were explanted and replaced. Nothing was done regarding the leads. Postoperatively impedances were in normal range and therapy was established.